Event description:
It was reported that a 43-year-old hispanic female patient underwent a breast augmentation revision with two 475cc mentor memorygel breast implants and experienced bilateral ruptures and bilateral capsular contracture (baker grade unknown) post-operatively, which was diagnosed with a medical exam. The ruptures were diagnosed during surgery. The patient underwent explantation on (B)(6) 2024. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Section d6a.: it was stated that the doi was sometime in 2013. Since this reported date is before the device's manufacturing date, this field has been left blank. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).